Event description:
It was reported an issue with optilene suture. The client reported that in six occasions: there is the separation of the needle from the thread in the junction. It happened during the operations with different doctors. It happened with every third thread in the box. Also the doctors point that the thread is break not just in the junction. Several occassions. Different doctors, different patients. Coronary artery bypass. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 36 closed samples to analyze this complaint and 3003639970-2024-00080. We have tested the needle attachment strength of the samples received and the results are: 0.116 kgf in average and 0.022 kgf in minimum (ep requirements: 0.051 kgf in average and 0.014 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.123 kgf in average and 0.113 kgf in minimum (ep requirements: 0.061 kgf in average and 0.015 kgf in minimum) batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.134 kgf in average and 0.104 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply the european pharmacopoeia and b. Braun surgical requirements regarding knot pull tensile strength and needle attachment strength. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.